Event description:
Reporter stated the blood glucose monitor provides inaccurate bolus advice and this leads to incorrect delivery of insulin. The customer reported the monitor detects active insulin after many hours of delivery. His blood glucose has elevated as high as 400 mg/dl as a result. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.